Manufacturer narrative:
The analysis results confirmed that the cs14c device was returned with the distal tip of the blade broken off. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during the hemiorrhoidectomy procedure, surgeon was using our shears when he experienced the tip of the active blade breaking off (which is enclosed). They opened same like device to finish case. There were no patient consequence.